Manufacturer narrative:
Block d10/g4: the stellarex catheter was returned for evaluation on 12/28/2020. Block h3: the stellarex catheter was returned intact to a 0.0335¿ guidewire. Visual examination found no unusual characteristics of the catheter. During functional testing, the returned guidewire was able to be removed from the catheter with no resistance. After removal, the guidewire was easily back-loaded through the distal tip and moved freely through the entire guidewire lumen. The guidewire was removed with no issues. Block h6: based on the laboratory investigation, the stellarex catheter performed as intended. No defect was found; therefore, the complaint could not be confirmed.

Manufacturer narrative:
The patient''s dob or age at time of event, weight, ethnicity, and race are unknown. Attempts to obtain the information has not been successful. During removal, the stellarex device got stuck on the guide wire and removed as a unit. Placement of a new guide wire resulted in a prolonged procedure. No patient injury reported. Patient information regarding relevant tests/laboratory data or medical history are unknown. Attempts to obtain the information has not been successful. Report source: foreign: (B)(6). 510/pmk#: PMA number is not applicable. This is a commercial product with a ce mark; which is a similar device marketed in the us. The stellarex device is expected to return. Device evaluation will be performed upon arrival and a supplemental MDR to follow.

Event description:
After inflation and deflation of the stellarex device, the surgeon was unable to remove from the patient. The balloon stayed affixed on the guide wire, therefore the balloon and guide wire were removed as a unit. Placement of a new guide wire was required to complete the procedure with a competitor device.